Event description:
The stent was partially deployed prior to use. The partial deployment was noted upon removal of the unit from its sterile packaging. The product was not used clinically. There is no additional info available as the product was never used in a patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.